Event description:
It was reported to philips that the device experienced an ECG waveform problem. There was no patient involvement. The customer requested that an authorized service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a broken lead set. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the lead set. The customer replaced the lead set and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an ECG waveform problem. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an ECG waveform problem. There was no patient involvement.